Event description:
The customer called for help with his contour meter. He performed control tests during the call and received results of 266 and 282 mg/dl. The normal control range was 106-146 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.